Event description:
The manufacturer became aware of a literature published by the "unidad de traumáticos, servicio de cirugía ortopédica y traumatología, hospital universitari vall d¿hebron, spain." The title of this report is ¿retrospective study of 16 acetabular fractures with involvement of the quadrilateral plate treated with an anterior intrapelvic modified rives-stoppa approach,' published on september 11, 2019, which is associated with the stryker ¿pro plating system." The article can be found at https://doi.org/10.1016/j.recot.2019.06.003. This report includes an analysis of the clinical data that was collected on 16 patients. The cases in this study range from march 2015 and may 2017. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, it was reported that 1 patient experienced pseudarthrosis, which required an arthroplasty.

Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿¿unidad de traumáticos, servicio de cirugía ortopédica y traumatología, hospital universitari vall d¿hebron, spain." The article can be found at https://doi.org/10.1016/j.recot.2019.06.003. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author.  More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.